Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the bag was found empty sooner than expected during an infusion of dexmedetomidine 400mcg/100ml. There was no report of any patient harm.

Manufacturer narrative:
The customer¿s report of the bag being found empty sooner than expected could not be confirmed. Review of the pc unit event log shows that at 7:57 am on (B)(6) 2015, the pump module was programmed to infuse dexmedetomidine at a rate of 4.015ml/hr with a vtbi of 100ml. At 8:11 am, the user increased the dose from 0.2mcg/kg/h to 0.4mcg/kg/h, which changed the rate to 8.03ml/hr. The pump continued to infuse until 11:09 am when a flow stop open alarm occurred. The total primary volume infused was recorded at 24.784ml. Testing and inspection of the returned infusion system, (pcu, lvp and IV set) revealed no anomalies and the pump module was found to be infusing within specification. The root cause of the reported over infusion of dexmedetomidine was not determined.